Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the distal cardioplegia pump generated a false air alarm. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.